Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss due to moisture damage to electronic assemblies. Insulin pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert with prior low battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.